Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries [injury]. Neuropathy [neuropathy peripheral]. Excess zinc [hyperzincaemia]. Copper depletion [copper deficiency]. Case description: an attorney reported that their elderly male client, now (B)(6) years, used fixodent denture adhesive, version unknown cream, unspecified total daily use as a denture wearer, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries that have left him unable to perform his normal, customary and daily activities, has been diagnosed with neuropathy, excess zinc and resulting copper depletion. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.